Event description:
On (B)(6) 2013 a neurotherm employee received a call from the facility reporting a pt second degree burn after the procedure was completed at the location near the grounding pad location on (B)(6) 2013.

Manufacturer narrative:
Doctor sent pictures of the affected area. The pictures show the pt as very hairy. The rf-dgp-l IFU states "avoid placement over scars, bony prominences, prosthesis, hair or ECG electrodes". Facility sent back grounding pads from the same affected lot. The grounding pads were tested and all performed within specifications.